Manufacturer narrative:
Siemens filed initial MDR submitted on 01-nov-2019. Additional information (08-nov-2019): siemens further investigated and determined that improper centrifugation of the sample potentially contributed to falsely elevated cardiac troponin I (ctni) result. The centrifugation protocol used by the customer is outside of collection tube manufacturer's recommendations. The conclusion code was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely elevated cardiac troponin I (ctni) result. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse determined that the instrument needed decontamination with bleach. While performing decontamination procedure, the cse identified that the millipore system is leaking internally. The cse found the stat spin is broken and was not used. The cse advised the customer to have millipore to replace the supply tubing from millipore to the instrument. The cse performed the following: flushed water and hm system to remove bleach, replaced water and chem wash, replaced ctni flex, ran quality control (qc) and the qc recovered acceptably. The cause of the event is unknown. Siemens is investigating the issue. The instrument is operational.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension rxl max with hm instrument. The initial result was reported to the physician(s). The sample was auto-repeated on the same instrument and on an alternate dimension xpand instrument resulting low. The auto-repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.